Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 400 mg/dl, which was treated with a manual injection. The customer also reported that she was having difficulty with using a serter due to having neuropathy. Blood glucose level at the time of the incident was not provided. No products were replaced or returned for analysis.